Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, far field p-wave oversensing episodes were observed. Patient has an integrated device lead and atrial sensed events were being seen on the ventricular channel. This was not due to rv lead dislodgement. The lead was unable to be tested out of the device. The oversensing occurred due to the lead being integrated sensing from the rv coil instead of from the ring electrode and due to lead placement, this can happen. Patient was stable.